Event description:
During the case the tissue was being removed and the dr. Noticed that the plastic began melting away. This resulted in an open procedure.

Event description:
Reporter alleged obtaining the results of 308 mg/dl, 198 mg/dl, 148 mg/dl and 126 mg/dl back to back within 10 minutes on the aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.